Event description:
While trying to infuse a medication from a syringe pump rn found inside of tubing (connection part) broke off when trying to screw on to clave. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.